Event description:
Information was reviewed based on a journal article titled "vitamin-e diffused highly cross-linked polyethylene liner compared to standard liners in total hip arthroplasty. A randomized, controlled trial". This study hypothesized that a vitamin e-treated polyethylene articulating liner had lower femoral head penetration than a conventional liner using a regenerex shell, e1 liner manufactured at biomet. The study consisted of fifty-one patients with primary hip osteoarthritis between october 2009 and august 2013. The head penetration in x- (medial/lateral) and y- (vertical) axes was significantly lower for the vitamin e-treated liner up to two years with a mean difference between the groups of .10 mm and .08 mm respectively. The initial total penetration was lower for the vitamin-e group but did not reach statistical significance at two years with a mean difference between the groups of .07 mm. One patient in the control group suffered a calcar femoral fracture three weeks postoperatively, and the stem was revised but the acetabular component and liner were left in situ. One patient in the treatment group had increasing hip pain starting several months after surgery. Radiolucent lines were visible along the stem but not behind the cup. During revision surgery, a low virulent deep periprosthetic infection could be verified. There were the following adverse events related to biomet products: periprosthetic infection - 1 vitamin e group, lateral thigh pain - 4 vitamin e group, leg length discrepancy - 2 vitamin e group, low back pain - 4 vitamin e group, pain, contralateral hip - 4 vitamin e group, knee pain - 4 vitamin e group, ischialgia - 2 vitamin e group, malignancy - 2 vitamin e group, deceased - 1 vitamin e group. There were two deaths reported. The death of the patient implanted with biomet products is stated to be unrelated to the procedure. In conclusion, the new vitamin-e diffused hxlpe liner, compared to a conventional hxlpe liner, the vitamin-e diffused liner was found lower initial head penetration and lower superior and medial wear.

Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. (B)(6). It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Manufacturer narrative:
This follow up report is being filed to relay that the patients referenced in the journal article associated with this manufacturer report number are in the same study group of patients referenced in the journal article associated with 1825034-2014-09094.